Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with syncope and bradycardia. Intermittent pacing spikes were observed and the device failed to interrogate. The patient was treated with medications. The battery depletion was not considered premature. The device was explanted and replaced. No further information is available.